Event description:
After being diagnosed with 4 hernias, I had surgery on two in 2015 and 2016, both of which failed. I went to a new surgeon who did a third surgery in 2017. During the hospital stay, I developed a cough and told the staff that it felt like my surgery staples were popping open. They assured me they weren¿t without ever really looking carefully at the surgery site. They ended up sending me home without looking saying that a home nurse would be by the next day to change the bandage. I got home and took a nap and when I woke up, my bandages were soaking wet. I peeled back a corner and could see into my abdomen. Freaking out, I called the surgeon and got the surgeon on call who acted like he didn¿t believe me. He told me to peel the bandage back and take a photo of it and email it to him, which I did (I still have the photo). He then told me to get back to the ER immediately. They reassembled the surgery team including the surgeon (who had been out of town). I filed a complaint with the (B)(6) department of public health and they refused to investigate. The hospital is now not only charging my insurance for the second surgery (costing almost as much as the original surgery), but they¿re also charging me a second (B)(6) copay, even though it was their fault. I just read your article that came out today on surgical staples and thought you should know about this. I don¿t know if the staples were faulty, but I was left with an 8¿ open surgery site when they all popped open, putting me in danger of infections.